Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the belt failed incoming functional testing. Upon investigation, the trunk cable's rear pulse wire was broken at the solder connection. The root cause for the broken solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing frequent gong alarms.